Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient's infusion, a puddle of fluid was noted on the floor, dripping from part of the pca up into the tubing and on the floor. The tubing was completely broken. The morphine pca tubing had to be replaced and a new piv had to be placed due to the PICC not functioning. There was a patient involvement and unknown patient harm/adverse event reported.